Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device revealed high battery impedance.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the device had low telemetered battery voltage and there may have been a measuring problem. It was also reported that the elective replacement indicator was triggered and there may have been premature battery depletion. The device was removed and replaced. No patient complications have been reported as a result of this event.